Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter's phone number: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that a review of the device history records was completed based upon provided part and lot numbers for the complainant device. Results are as follows: DHR review for part # 03.632.072 lot # 7657779 . Release to warehouse date: 23april2015. Supplier: (B)(4). Ncr (B)(4) was generated during production of part # 03.632.072, lot # 7657779. About 110 devices were discovered during final inspection to require an etch clarity correctness as the etch was unevenly faded. A rework order (B)(4) was issued to remove the faded etching. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the t25 stardrive screwdriver stripped at the distal tip during a lumbar minimally invasive system (mis) fusion using the matrix mis system on (B)(6) 2017. As the surgeon was performing the final tightening of the matrix locking caps, he forced the screwdriver and the screwdriver stripped. The locking screw was tightened with another matrix t25 shaft. The locking cap is implanted in the patient. There was no patient harm. The surgery was completed with no delay. This complaint involves one device. Concomitant device reported: locking cap (part number unknown, lot number unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed on the returned subject device. The returned long t25 stardrive shaft for matrix (03.632.072, 7657779) is included in the matrix spine system and utilized during locking cap insertion and spinal construct positioning. The returned shaft was received with its distal stardrive tip exhibiting gouges and damage which would prevent it from being used as intended. Replication of the complaint condition is inapplicable since it was confirmed by the stardrive tip damage, which would contribute to it. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. The returned long t25 stardrive shaft for matrix (03.632.072, 7657779) was manufactured on 23apr15 and relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. One non-conformance report (ncr) was generated during production of part # 03.632.072, lot # 7657779. (B)(4) devices were discovered during final inspection to require an etch clarity correctness as it was unevenly faded. Ncr does not relate to the subject complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. Matrix technique guide instruction calls for inserting screwdriver shafts into the recess of locking caps until they are completely seated, and to utilize persuasion of the construct if needed. If the returned shaft was torqued without it being fully inserted into a locking cap recess, it is possible that the stardrive tip could be damaged during use. It is also stated that a 10nm torque limiting attachment (tla) must be used when performing final tightening of locking caps. The complaint description stated that the tip of the returned shaft stripped during final tightening when the surgeon forced the screwdriver. There was no mention of a tla being used and if it wasn¿t and/or excessive force was used during final tightening, it is possible that it could have contributed to damaging the stardrive tip. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.